Manufacturer narrative:
(B)(4). The device is currently unavailable.

Event description:
Per the clinic, the patient developed an infection around the implant site resulting in the decision to explant the device. On (B)(6) 2015 the device was explanted. The device has not been made available for analysis as of the date of this report, (B)(6) 2015.